Event description:
While performing an instrument tool exchange during a procedure, the da vinci system faulted without providing a system alarm and could not be restarted. The surgery was completed laparoscopically. No patient harm, injury or other adverse events were reported.